Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 24-jun-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009, for permanent birth control. Shortly after undergoing the essure procedure, plaintiff began to suffer severe menstrual, abdominal and back pain as well as heavy bleeding. Additionally, after being implanted she began suffering from symptoms of depression, fatigue and also from fluctuations in her weight and pain during intercourse. Plaintiff also suffers from severe migraines (for which she had no history of suffering prior to essure). In or around (B)(6) 2009, plaintiff underwent a hysterosalpingogram (hsg), during which the technician told her that her right-side tube was blocked, however, the left-side coil could not be located. The technician expressed concern over the missing coil and suggested that plaintiff get the missing coil replaced. Subsequently, in or around (B)(6) 2009, she was implanted with another essure. However, during a follow-up hsg, plaintiff was informed that there are now two essure coils located in her left-side fallopian tube. While she was never advised as to the precise location of her coils, she was told she would not get pregnant. Plaintiff recalls seeing a tri-fold essure brochure which promoted the device as a safe and effective form of permanent birth control. Plaintiff now suffers from severe abdominal and back pain, as well as fatigue, depression, heavy bleeding, weight fluctuations and pain during intercourse. Additionally, plaintiff may have no choice but to undergo a hysterectomy in order to have her essure coils removed. Moreover, plaintiff has since been taking prescription medication in order to manage her severe pain. Quality-safety evaluation of product technical complaint (ptc) received on 07-jul-2016: (B)(4). In this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had heavy bleeding (interpreted as genital bleeding) and severe abdominal pain/ severe pain. She has since been taking prescription medication in order to manage her severe pain. These events are listed in the reference safety information for essure. After essure insertion, genital bleeding as well as abdominal pain may occur. In the present case, limited information was provided. Consumers concomitant conditions and medical history were not mentioned. Given the nature of the reported events, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since medical intervention was required. No batch number and no sample was provided. As a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device (peritoneal cavity) / failure to occlude (close) fallopian tube(s)') and fallopian tube perforation ('perforation (fallopian tube)') in a 30-year-old female patient who had essure (batch no. 638047, 623219) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1, gravida I, malaise, dizziness and thyromegaly. Previously administered products included for an unreported indication: ibuprofen and depo-provera. Past adverse reactions to the above products included contraception with depo-provera. Concurrent conditions included body mass index normal. Family history included hypertension ((paternal grandmother)) and diabetes ((great grandmother)). Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced genital haemorrhage ("heavy bleeding"), back pain ("severe back pain/ intermittent back pain"), pain menstrual ("dysmenorrhea severe menstrual pain"), abdominal pain lower ("cramping") and pelvic pain ("pain/ daily pain"). On (B)(6) 2009, the patient experienced device dislocation (seriousness criterion medically significant) with abdominal pain, 3 months 14 days after insertion of essure. In (B)(6) 2009, the patient experienced menstrual cramps ("dysmenorrhea (cramping)/severe menstrual pain"), migraine ("severe migraines / migraines"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia") and headache ("headaches"). In (B)(6) 2010, the patient experienced vision blurred ("eyes get blurry"). In (B)(6) 2010, the patient was found to have weight decreased ("weight loss/ lost 40+ lbs since essure procedure"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia"). In 2011, the patient experienced painful intercourse ("dyspareunia / pain during intercourse / dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), depression ("depression") with fatigue, weight fluctuation ("weight fluctuations"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). The patient was treated with ibuprofen. Essure treatment was not changed. At the time of the report, the device dislocation, fallopian tube perforation, menstrual cramps, migraine, vaginal haemorrhage, menorrhagia, headache, pain menstrual, abdominal pain lower, dyspareunia, pelvic pain, vaginal discharge, vision blurred, weight decreased and alopecia outcome was unknown and the genital haemorrhage, back pain, depression, weight fluctuation and painful intercourse had not resolved. The reporter considered abdominal pain lower, alopecia, back pain, depression, device dislocation, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, pain menstrual, pelvic pain, vaginal discharge, vaginal haemorrhage, vision blurred, weight decreased, weight fluctuation, menstrual cramps and painful intercourse to be related to essure. The reporter commented: essure lot 62807 exp 08/2010 (right/ left). Essure lot 623219 exp 03/2012 (right/ left). On (B)(6) 2009, right coil inserted. The catheter was retracted and 3 remaining coils noted. Same procedure was carried out in left ostia and 0 remaining coils were counted. The tip of the device was visible. Attempt was made to pull it out a little but was unable to pull out. Tip of the device visible. Fed very easily into both tubes patient tolerated the procedure well, no complications. Patient had procedure performed and had patent right fallopian tube with intraperitoneal micro insert placement. On (B)(6) 2010, insertion procedure was repeated on right side. The catheter was retracted and 3 remaining coils noted. The insertion in right side was without complication and not associated with increased resistance. Current weight 116lbs. Plaintiff reported (B)(6) 2010 - bilateral tubal occlusion, previously reported hsg result as one tube blocked. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.1 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2007: results: positive. Hysterosalpingogram - on an unknown date: results: two essure coils located in left fallopian tube; on (B)(6) 2009: results: right tube blocked/left coil could not be located. 1. Unsatisfactory position of the right micro insert with patent right fallopian tube. 2. Left micro insert is in satisfactory position with occluded left fallopian tube; on (B)(6) 2010: results: one tube not blocked; on (B)(6) 2010: results: unsatisfactory position of right tube. Pregnancy test urine - on (B)(6) 2009: results: negative; on (B)(6) 2010: results: negative.. (B)(6) 2009,essure confirmation test showed needed to place one coil again because right coil was not in tube. (B)(6) 2010. Hsg: bilateral micro inserts in satisfactory position bilateral fallopian tubes are occluded. One micro insert in peritoneal cavity. (B)(6) 2010 hsg : essure follow up hsg demonstrates occluded left fallopian tube, essure micro insert unsatisfactory position of right tube . Batch number: 623219 man date: 2009/03 exp date: 2012/03. Batch number: 628047 man date: 2008/08 exp date: 2010/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-nov-2020: pfs received- new event hair loss was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device (peritoneal cavity) / failure to occlude (close) fallopian tube(s)") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 628047, 623219) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 1, gravida I, malaise, dizziness and thyromegaly. Previously administered products included for an unreported indication: ibuprofen and depo-provera. Past adverse reactions to the above products included contraception with depo-provera. Concurrent conditions included body mass index normal. Family history included hypertension ((paternal grandmother)) and diabetes ((great grandmother)). Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced device dislocation (seriousness criterion medically significant) with abdominal pain, genital haemorrhage (seriousness criterion medically significant), the first episode of dysmenorrhoea ("dysmenorrhea (cramping)/severe menstrual pain"), back pain ("severe back pain/ intermittent back pain"), migraine ("severe migraines / migraines"), vaginal haemorrhage ("abnormal bleeding vaginal "), menorrhagia ("abnormal bleeding menorrhagia"), headache ("headaches"), the second episode of dysmenorrhoea ("dysmenorrhea severe menstrual pain"), abdominal pain lower ("cramping") and pelvic pain ("pain/ daily pain"). In 2010, the patient experienced vision blurred ("eyes get blurry") and weight decreased ("weight loss/ lost 40+ lbs since essure procedure"). In 2011, the patient experienced the first episode of dyspareunia ("dyspareunia / pain during intercourse") and the second episode of dyspareunia ("dyspareunia"). On an unknown date, the patient experienced depression ("depression") with fatigue, weight fluctuation ("weight fluctuations") and vaginal discharge ("vaginal discharge"). Essure treatment was not changed. At the time of the report, the device dislocation, migraine, vaginal haemorrhage, menorrhagia, headache, the last episode of dysmenorrhoea, abdominal pain lower, the last episode of dyspareunia, pelvic pain, vaginal discharge, vision blurred and weight decreased outcome was unknown and the genital haemorrhage, back pain, depression and weight fluctuation had not resolved. The reporter considered abdominal pain lower, back pain, depression, device dislocation, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, vision blurred, weight decreased, weight fluctuation, the first episode of dysmenorrhoea, the first episode of dyspareunia, the second episode of dysmenorrhoea and the second episode of dyspareunia to be related to essure. The reporter commented: essure lot 62807 exp 08/2010 (right/ left) essure lot 623219 exp 03/2012 (right/ left). On (B)(6) 2009, right coil inserted. The catheter was retracted and 3 remaining coils noted. Same procedure was carried out in left ostia and 0 remaining coils were counted. The tip of the device was visible. Attempt was made to pull it out a little but was unable to pull out. Tip of the device visible. Fed very easily into both tubes patient tolerated the procedure well, no complications. Patient had procedure performed and had patent right fallopian tube with intraperitoneal micro insert placement. On (B)(6) 2010, insertion procedure was repeated on right side. The catheter was retracted and 3 remaining coils noted. The insertion in right side was without complication and not associated with increased resistance. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: one tube not blocked; on (B)(6) 2010: unsatisfactory position of right tube most recent follow-up information incorporated above includes: on 31-jan-2018: event vaginal,bleeding, menorrhagia, malposition of essure, headaches, dysmenorrhea, dyspareunia, pain, vaginal discharge, eyes get blurry, weight gain was added and event intermittent back pain, fatigue, abdominal pain was clubbed with previously reported event.legal claim received. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type [?]initial' indicates here initial submission by the new legal manufacturer only" incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.